Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken on (B)(6) 2023 wherein left s1 lead was explanted, replaced and the right s1 lead was repositioned. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-04553. It was reported that patient experienced diminished/loss of therapy and could not feel any stimulation at the max amplitude on any part of the drg leads. X-rays were taken and showed the both the left and right s1 leads have migrated. No falls were reported. Surgical intervention may be undertaken to address this issue.